Event description:
The user facility reported that upon removal of a double layered stent the "bars" on distal end came off. The reporter also claimed they had observed this phenomenon on more than one occasion. The user facility was contacted several times both by telephone and in writing to obtain add'l info regarding this report, but no add'l info has been received.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation confirmed the user's report. The stent was received with one end crushed with the four flaps (bars) missing. The cause of the user's experience cannot be conclusively determined. The device will be forwarded to the original equipment manufacturer (OEM) for further investigation. If add'l info becomes available at a later date, this report will be supplemented. This report is being submitted as an MDR in an abundance of caution. Add'l comments: the instruction manual states, under the warnings section: after implanting the drainage tube in the duct, closely monitor the condition of the pt. Also periodically check the drainage tube and status of the drainage tube. In case of irregularities or unnecessary retention of the drainage tube, remove the drainage tube using grasping forceps. If necessary, periodically exchange the drainage tube. The drainage tube may deteriorate over time and could become clogged. Status of the drainage tube can change with the condition of the pt e.g., inflammation, remittance of biliary tract stenosis etc. The drainage tube may deteriorate over time, causing the flap to break or detach completely (report received on flaps coming off several months after placement). Deterioration or damage to the drainage tube may result in erosion of the duodenal wall, biliary tract obstruction, detachment of the drainage. Tube part of migration into the duct or out of the papilla, mucous membrane damage, perforation or bleeding.